Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) entered safety mode approximately one week following device implant. A request was made for technical services (ts) to determine the cause of the safety mode switch. Ts indicated that the cause could not be determined at the time of data analysis and noted that a lead malfunction was unlikely to have contributed to this event. Subsequently, this device was explanted and successfully replaced. No additional adverse patient effects were reported. This crt-d is expected to return for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.